Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer also had blurry vision and trouble breathing. Customer stated her dog chewed on tubing and she did not realize that the tube was leaking. Customer also stated she dropped pump in the sink. Self test performed and there were no missing segments on the black screen. Motor error alarmed more than two times in one day. Customer stated the her doctor would like to have the pump replaced.